Manufacturer narrative:
Related MFR # 2916596-2020-06363. Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarm was confirmed via log file analysis. Analysis of the submitted log file captured atypical power cable disconnect alarm events on 28jan2024 and on 30jan2024 while connected to battery power on either power lead. The atypical alarm events captured were not related to power exchange. No product is returning for an evaluation. A root cause of the atypical power cable disconnect alarm captured in the log file could not be determined through this evaluation. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿connect power¿ alarms. Low voltage advisory alarm : 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm : 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm : 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Under section 8, equipment storage and care, general cleaning guidelines for all equipment use a damp cloth to clean exterior surfaces of the system components, as needed. Water, with or without a mild dish soap, may be used as a surface cleaner. Warning : do not allow water to penetrate into the interior of the equipment. Do not immerse equipment in water or liquid. Immersion in water or liquid may cause the pump to stop. Under section 10, safety checklists, replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing spontaneous power cable disconnect alarms. The battery clips and batteries appeared clean, non-corroded, and not expired. Log files were submitted for review and captured some intermittent indications of a weak connection between the battery clips and batteries with some of these resulting in power cable disconnect events. It was noted that this had happened before to this patient, [(B)(6)] and there was something about the method they used to carry their equipment or a way they cleaned their battery clips. The patient switched to their backup system controller and the alarms resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.